Manufacturer narrative:
It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule: unable to observe as it is a medical event that is not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ anxiety-product/procedure: unable to observe. ¿ lump/nodule: unable to observe. ¿ rupture: not observed openings on the device. ¿ visibility/palpability: unable to observe. As per the investigation procedure, creases and air voids were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "hardening and lumps", "risk of breast cancer." Later healthcare professional reported capsular contracture, baker grade iii and rupture. Device has been explanted.

Event description:
Patient reported, left side "hardening and lumps", "risk of breast cancer". Later, healthcare professional reported, capsular contracture, baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.